Manufacturer narrative:
The device that locks the swivel when you release the trigger can become un-mounted. This means that when you release the trigger, the control panel left to right swivel action s not stopped. The locking mechanism design was changed to prevent this from occurring.

Event description:
When the pivot at which the control panel steers the system becomes increasingly loose, it is more difficult to steer the product.